Event description:
It was noted under angiogram that the coil had stretched upon the physician's attempt to re-position the coil during the left anterior communicating artery (acom) aneurysm coiling procedure. The coil was detached inside the aneurysm; however, "the stretched part came out of the aneurysm". The procedure was completed. There were no clinical consequences to the pt who was reportedly in a good condition.

Manufacturer narrative:
(B) (4) - for coil protrusion.